Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the foreign like matter that came off the device fall into the patient? No information. At least, no pieces were left inside the patient. Are the pieces returning with the device or were they discarded? No information. No further information will be provided.

Event description:
It was reported that during a laparoscopic unknown procedure, a foreign matter like a rubber piece came off the device. There was a possibility that a part of the device was cut by a scissors. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results found that 2cb12lt device was returned with no damage in the external component. The device was visually inspected and no damaged found. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance's.